Manufacturer narrative:
Additional information has been received that the navigation ring issue was discovered during testing, and the touchscreen was functional at the time that the navigation ring failure was discovered. Based on this information, this event does not pose a risk of patient harm or serious injury; therefore, it is not a reportable event. The authorized service provider (asp) determined the front bezel needed to be replaced. The asp replaced the front bezel, and the issue was resolved.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 15dec2020.

Event description:
It was reported the nav ring was defective. There was no patient involvement.